Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that intermittent r wave undersensing during an episode of non sustained ventricular tachycardia was observed on the implantable cardioverter defibrillator (ICD). The episode was less than 5 sec. In duration and a single r wave drop out was observed. There was no harm or delay in therapy as the episode self terminated spontaneously back to sinus rhythm. Programming changes to sensitivity were made. There were no adverse patient consequences.